Manufacturer narrative:
The generator performed as intended and showed an error as it would when there is a difference in the tissue type at each probe and the power cannot be regulated to have both the probes at equal temperature. The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a supplemental report. The device was not returned for analysis; therefore, we are unable to determine a root cause of this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
During a transdiscal case at (B)(6), the device turned off at 6 minutes following probe placement and treatment initiation. The display indicated, "circuit flow issue, check probes, cables, etc.". No specific error code displayed. The cables probes, and generator were exchange to try and resolve the problem. The procedure was not completed. There was no patient injury. Please not that kimberly-clark healthcare owns this product line, and have reported an MDR for this incident under manufacturer report number: 1033422-2012-00029.